Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on march 24 2016. The patient manages her diabetes with novolog insulin and metformin and continued to take her usual dose of medication in response to the alleged issue. The patient reported that one day after the alleged issue occurred she developed symptoms of "sweating, felt weak and legs numb" and that on (B)(6) 2016 she administered novolog and "normal" insulin. During troubleshooting the cca noted that the correct test strips were being used and the meter did not power on when prompted by inserting a test strip or pressing the power button. There was no apparent misuse of the meter ant the issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: this supplemental is being sent to correct information that was previously submitted in follow up #1. The MFR narrative should have read: "the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed."